Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Johnson and johnson medical (B)(4) review: patient twisted knee and dislocated poly from patella. Revision surgery required to replace poly on patella. Original operation date: (B)(6) 2007. The devise associated with this report was not returned. A search of the databases did not show any other reports with regards to the reported event. The investigation could not draw any conclusions regarding the reported event: however, it is stated in the complaint description that the patient twisted her knee, which could have most likely contributed to the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient twisted knee and dislocated poly from patella. Revision surgery required to replace poly on patella.